Manufacturer narrative:
(B)(4). Additional information was requested but was not available. (B)(4). According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of event will be used as (B)(6) 2016- the date of the aneurysm enlargement.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for abdominal aortic aneurysm measuring 52 mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. Follow up computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion increased from (B)(6) 2016 to (B)(6) 2018 from 56 mm to 63 mm. It was reported that on (B)(6) 2017, a worsening aortic endoleak was identified and the patient attempted to have an endoleak repair, however, failed to gain the access. On (B)(6) 2017, the patient underwent an embolization procedure using floseal placement into lumbar artery forming a type ii endoleak. On (B)(6) 2018, the patient underwent the additional procedure to treat an endoleak. No further adverse events have been reported.

Event description:
On (B)(6) 2018, the patient underwent the additional procedure to treat a type ii endoleak. The endoleak was treated from within the aortic sac, but leaving the endograft alone. The aorta was not clamped, but it was opened. There was clot which was removed with russian forceps. There were 3 very large back bleeders, most likely all lumbars. A little amount of the aorta was endarterectomized. The double one was stapled, and a 2-0 silk stitch was put into the upper one next to the neck of the aneurysm. This stopped the bleeding. The endoleak was resolved and the patient tolerated the procedure.